Manufacturer narrative:
(B)(4) - clip stuck in the sheath - (B)(4). The customer reported the device was discarded. The lot number was not identified, therefore lot history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, a lot of resistance was experienced during click 3 (thumb advancer step), and the physician forced it down in an attempt to complete sheath splitting. The clip was fired; however, hemostasis was not achieved. Hemostasis was achieved using manual compression. Once the device was removed from the patient, it was observed that the clip was stuck in the sheath and the sheath had not split completely. There was no adverse patient sequela. Although requested, no add'l info was provided.